Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 205 colony forming units/100ml (cfus) of pseudomonas aeruginosa in the suction channel and tested positive for 3 colony forming units/100ml (cfus) of acinetobacter species in the waterjet channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to b3. The event date was changed to 16 may 2024 based on the date of the customer hmi results. Correction to g2. Health professional should not have been included as a report source on the initial report. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: all channels . Cfu: 1. Bacterial identification: micrococcaceae. The device was evaluated where foreign material was found around the light guide lens on the plastic distal end cover. Although presence of foreign material was found, it could not be identified and a root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.